Event description:
The customer claims that the sensor 1 port does not work. When pressure is taken off the pad, the alarm tone is intermittent. Customer detected a small scratch on the front of the alarm. The alarm was tested with new sensors. All other alarm functions are working fine. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).